Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto CPAP device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles in a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of sound abatement foam degradation/breakdown. The manufacturer also observed evidence of white contamination (dust-like) at the air inlet, blower motor and iso port. The manufacturer found there were black specks in the bottom enclosure of the device. The manufacturer concludes there was evidence of sound abatement foam degradation and contaminants throughout the device. Section d4, d9, h3 and h6 were updated/corrected in this report. **UDI related data quality updates only** . The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.